Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. A visual inspection of the device header and case noted no anomalies. The seal plugs were all intact and the setscrews moved freely and without issue. There were no obstructions found in the ports. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis was unable to confirm the reported field observations of out of range impedance measurements due to a connection issue.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had measured a shock impedance greater than 125 ohms. No adverse patient effects were reported. Additional information was received several years later that this ICD was explanted due to the device recording a code 1003 indicative of battery voltage too low for the projected remaining capacity and disk analysis showed that thee battery appeared to be depleting quicker than expected. No additional adverse patient effects were reported. This information was captured in MDR report number 2124215-2014-17988.

Manufacturer narrative:
(B)(4). A revision procedure was performed. During the procedure, it was found the setscrew for the distal coil had not been properly seated. The issue was resolved after reconnecting the setscrew. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.